Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle blood leakage occurred with 10 needles. The patient impact was not reported. The following information was provided by the initial reporter: blood flows behind the eclipse during the blood collection process.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle blood leakage occurred with 10 needles. The patient impact was not reported. The following information was provided by the initial reporter: blood flows behind the eclipse during the blood collection process.